Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient stated the battery felt very hot and they felt pain in the area of the battery. No falls or traumas were reported that could be related to the issue. The event was not reported to be related to positional movement. The representative reported that the incidence occurred once. The change in therapy or symptoms was considered sudden. Further information received from the representative reported that the pain and heating at the battery site was resolved. The cause was undetermined and no further diagnostics or interventions occurred. The healthcare provider was made aware and impedance checks were run. Follow-up was planned and further diagnostics would be considered if the patient experienced any further problems. The patient was receiving comfortable stimulation and the therapy was relieving the pain. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.